Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to a failure of the circuit board and power supply unit. The cause of the failure was damage due to fluid invasion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd monitor did not power up after water fell from the ceiling. It is unknown when the issue occurred. There were no reports of patient involvement.